Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 446 mg/dl. The customer was treated with the insulin pump. The customer was at the beach and it was very humid; there is fluid under the lcd display. The customer¿s current blood glucose 326 mg/dl. During troubleshooting the customer removed the infusion set and found the cannula was bent. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.